Manufacturer narrative:
Continuation of d10: product ID: 8784; serial#: (B)(6); implanted: (B)(6) 2021; explanted: (B)(6) 2024; product type: catheter. Product ID: 8784; serial#: (B)(6); implanted: (B)(6) 2022; explanted: (B)(6) 2024; product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(6), ubd: 04-may-2023, UDI#: (B)(4); product ID: 8784, serial/lot #: (B)(6), ubd: 28-jan-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving intrathecal baclofen 1000 mcg/ml at 107.6 mcg (dose) via an implantable pump for unknown indications for use. It was reported that the patient was not receiving adequate therapy. The patient presented undergoing symptoms and was advised to see neurosurgeon for exploration of pump and reposition of pump. Upon the surgical exploration, the physician found the pump segment to be no longer connected to the spinal segment. Upon connecting new pump catheter to the existing spinal catheter, the physician completed a successful cap aspiration. The old pump catheter was removed and discarded at the facility. The physician was going to continue the patient with current dosing & monitor overnight in the hospital. The rep stated that more information would be presented if the field rep was made aware or medtronic requested. Upon closure, the patients pump was connected with adequate flow. Environmental/external/patient factors that may have led or contributed to the issue included the patient being able to flip and pull at her pump in her stomach. Diagnostics/troubleshooting performed included surgical intervention. The issue was resolved at the time of the report and the patient's status was "alive-no injury". The patient's weight and medical history was asked but would not be made available due to legal/ confidential reasons.